Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was returned. During the evaluation of the inner components it was noted that one of the four impact tube collar pins was missing. Based on the product evaluation the most likely cause of the missing pin is manufacturing related, however, examination under magnification could not confirm that the missing pin had been omitted during the manufacturing process. The device will still function with one of the four pin assembled. No patient injury or adverse outcome has been reported related to this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per davol company rep, it is alleged that during a laparoscopic ventral hernia repair while fixating a small size, unknown mesh, the surgeon attempted to use a bard/davol optifix fixation device and while attempting to fixate the mesh, the device presented with "multiple misfires." The surgeon who is an experienced user then removed that device and used several other optifix fixation device to complete the case. The surgeon completed the case with a slight delay to the procedure and as reported, there was no patient injury. During the evaluation of a returned sample, it was noted that an internal component of the device was missing. He location of the component is unknown.